Event description:
Reporter alleges pt had a mammogram in 1993 which showed a rupture of the right side. Reporter also alleges pt had lymphomatid papillose lesions all over body event tongue, fibromyalgia, pain, fatigue, dermatitis with itchy, scaly, crusty and sore skin. Reporter also states pt has memory and concentration problems.